Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of 600 mg/dl. After changing her site and her infusion set and reservoir and insulin, her blood glucose had gone down some to 523 mg/dl. Customer heard a buzzing sound of the insulin pump. Customer advised to monitor the high blood glucose. The insulin pump will not be returned for analysis.